Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). DHR - there is no applicable nonconforming product report / nonconforming material report history. A visual inspection found customer applied labels. Functional testing and evaluation found that the unit failed hard start. Third party lamp installed and was melted. Fan harness is loose from control board causing the fan to stop working and overheat. Attenuator switch has contamination on leads. Power entry module has worn tabs. These defects are likely caused by improper handling/misuse. The reported complaint was confirmed from the evaluation. The underlying root cause for the reported event is unknown. Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate design, improper use of the device, and/or device not manufactured to specification. No manufacturing, workmanship, or material deficiency has been identified. Replace lamp, attenuator switch, and power entry module to resolve the reported complaint. (B)(4).

Event description:
It was reported that improper lamp installation by the customer of the mlx 300w xenon lightsource caused melting/smoking of the unit. No patient injury reported.